Event description:
It was reported that during an unknown procedure the clip can't clip. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 9/11/2025. D4 batch # y7043p. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with clip in the jaws and no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, twelve (12) clips were found remaining inside the clip track. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch y7043p number, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for y7043t, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.